Manufacturer narrative:
The actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection of the photograph observed that a segment on the tube set was damaged; indentation marks were found on the damaged area of the tube. The reported condition was verified. The cause of the condition was related to the flow wrap sealer equipment during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration tubing of two (2) small volume folfusors were damaged. The damage to the tubing was described as if the tubing ¿got into the welding machine during production when it was being sealed in the outer packaging¿. The damaged tubing was discovered prior to patient use. There was no patient involvement. No additional information is available.